Manufacturer narrative:
Investigation found that the pump was serviced partially by a third party service. Volumetric accuracy was performed and showed that pump delivered out of +/-5% specification. The pump was calibrated to resolve the issue.

Event description:
Pt stated that she lost six pounds on a total of three pumps used for her tpn. It was under infused by 8%. There was 2000 ml to be delivered over nine hours and 240 ml remained. Rate provided was 235.3 ml/hr with no up ramp, one hour down ramp, and no kvo. The bag had 3% overfill, therefore, 2060 ml was in the bag. There was no pt injury or medical intervention reported.